Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester tried to stop the cutting during the harvest but the device kept clicking. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were signs of clinical usage and no non conformities. The devices had some evidence of blood. The toggle was tested for mechanical function, and was found to return to the off position and release activation. Based upon this observation, the reported complaint for "toggle switch stuck" could not be confirmed. (B)(4).